Manufacturer narrative:
H10: upon receiving additional information related to the event, it was determined that the event is no longer reportable. No more follow ups will be sent for this event.

Event description:
It was reported that a 7300tfx 27mm valve was explanted at implant due to regurgitation. The valve was debulking and regurgitation was present, so the 27mm valve was explanted and replaced with another 27mm 7300tfx valve. The patient had no complication after the replacement. The old valve was returned for evaluation.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx underwent a valve-in-valve procedure after an unknown implant duration and unknown reason.